Event description:
Surgeon attempted to implant a silicone lens. The lens tore prior to insertion into the eye. No pt injury. The injector model was not specified by the facility. The cartridge model aq cartridge fp. Lot numbers were not specified by the facility.